Event description:
The deceased was an 83-yr-old white male who died of gas embolism which resulted from his oxygen tubing being connected to his intravenous line. Pt was admitted for hematuricy. Had a procedure, and found dead afterward with oxygen connected to IV.